Event description:
The hospital reported that when they opened the acrobat-I stabilizer for a coronary artery bypass procedure from the box, placed it on the retractor, and found that they were unable to lock the stabilizer portion and it is rotating continuously if they try to lock it. They checked immediately before using so they opened another new acrobat stabilizer. The product was not used on the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The investigation has been started since the complaint was received, and the following contents has been conducted: 1. Analysis of production: the DHR of the reported lot: 3000226856 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can tighten link arm and housing mount can be locked. 2. Trend analysis: in the last 12 months, 29th aug 2021 to 29th aug 2022, the occurrence rate is approx .(B)(4) for suzhou manufactured om-10000/om-10000z. 3. Device was discarded by customer which could not be returned for evaluation. The video which customer shared was reviewed, the knob was found rotating idling during customer inspection, the reported failure could be confirmed. 4. Review complaint historical data, the failure knob difficult/ unable to tighten-arm does not lock happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken could be that rotating to lose the knob anti-clockwise rapidly for several circles and then rotating to tighten the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which caused acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, then the knob could not be tighten, and link arm could not be tightened. H3 other text: device not received.